Event description:
It was reported that the patient had ineffective therapy due to high impedances on their extension. Surgical intervention was undertaken, and the extension was explanted and replaced.

Manufacturer narrative:
B3: event date is estimated.

Manufacturer narrative:
The reported event for high impedance was confirmed. As returned, visual inspection did show not show anomaly but failed the channel resistance test which will cause the high impedance and loss of therapy. The cause of the issue is unknown.